Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased atrial capture threshold and varying atrial pacing lead impedance were noted. It was recommended to bring the patient to the clinic for further assessment. No further information available. Patient condition was fine.